Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately ten years and four- and one-half months after the implant of this transcatheter bio prosthetic pulmonary valve (tbpv), stenosis was reported. According to the physician, angiography identified multiple stent fractures within the valve housing and front to back compression of the valve within the patient's right ventricle (rv) to pulmonary artery (pa) conduit. A second tbpv was implanted valve-in-valve. No additional adverse patient effects were reported.